Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an embolic stroke with small hemorrhagic conversion as revealed by computed tomography (CT) scan. The patient was on cardiopulmonary bypass (cpb) and received heparin at the time of implant ((B)(6) 2021). His chest was left open and was not closed for several days. He was sedated until his chest was closed and when sedation was reduced, the patient could not mobilize his left side on command. The patient still had left-sided weakness but was stable. The patient was monitored and provided rehabilitation therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported embolic stroke, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 24feb2021. The heartmate 3 lvas instruction for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.